Event description:
Physician requested a trach in or and was given a o pediatric rather than a o neonatal. The difference was not immediately apparent. The infant subsequently developed a collpased lung. A follow-up review was done by the physician. It was indicated that the product is not well marked to identify the difference between neonatal and pediatric tubes.